Event description:
During testing at the user facility, it was noted the device distal pressure sensor pin was broken. Prior to testing, the device was returned to the biomedical department for an unspecified reason. No specific patient information, pump programming, or event details were provided. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the device distal pressure sensor pin was broken. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.